Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (B)(4) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the (B)(4) which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.

Manufacturer narrative:
(B)(4), device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as (B)(6) 2010. The correct device MFR. Date was (B)(6) 2010 which has been corrected in this follow up submission. Type of remedial action initiated: the type of remedial action taken for this issue has changed from a correction to a recall. The customer issue is now being associated with remedial recall 3002809144-4/21/11-001-r for the architect havab-m reagent lot 93794hn00. The remedial action number was changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and it's associated remedial action number, and the type of remedial action taken by abbott.

Event description:
The customer stated six patient samples generated initial and repeat gray zone results (no data provided by the customer) for the architect havab-m assay when reagent lot 93794hn00 was in use. The customer noted the reagent kit had about 20 tests remaining but had no concerns with the quality controls. The samples were re-tested with a new kit of a different havab-m reagent lot and the six samples yielded negative results. There was no impact to patient management as no gray zone results were reported out of the lab.